Manufacturer narrative:
Upon receiving addition information from the consumer, there were no allegations of mistreatment of patients. Though not explicitly stated by the consumer, there is a possibility for delay in treatment. This complaint is anticipated to be formally investigated by the team upon the return of product from the consumer. A supplemental report will be submitted upon completion of the investigation.

Event description:
The consumer reported that the meter was sending the wrong patient results to another patient's chart.